Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The unit was received with advanced pushers and staples; bent and damaged. The sulu was reset, loaded into the stapler, and applied to test media. The jaws close smoothly and the handle actuated properly. The staples formed properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the advanced staples and staple pusher condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the cystectomy procedure the surgeon attempted to fire the device used and the surgeon felt like it jammed and it would not lay the staples. The surgeon opened it and saw the staples partially fired. To complete the procedure, the physician removed the defective device and used a new device. The patient is alive and has no injury. The device is expected to be returned for evaluation.